Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the manual prime. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. The customer reported that she changed her infusion set this morning and she received compromised force sensor system alarm twice and the screen went blank. Troubleshooting was performed. The pump was ramping up and stopped at the number 6. The customer stated she's seeing a 3.0 version. The customer states they are unable to exit the "preparing to prime" loop. The drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test at 3.5 lbs. Due to a faulty force sensor resistor. Unit was monitored and no blank display and no ramping anomaly noted. Unit received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and cracked lcd window.